Manufacturer narrative:
Updated: device manufacturing date. A batch record review was performed.  A non-conformance is associated with this complaint, which is closed. The investigation concludes the likely root cause for the issue ¿stop flow between patient and chamber of unometer product¿ cannot be identified on the base of information received. No corrective action is required.  No additional investigation is needed.  This issue will be monitored through the post market product monitoring review process. No additional details have been provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(6). According to the instructions for use: indications: precautions: [2] during usage the system should be periodically observed to confirm urine flow. In the event of urine blockages: ¿ ensure that the system is installed correctly. ¿ remove any physical obstruction. ¿ if urine is left in the tube, raise and lower the tube from the midpoint several times. ¿ if the blockage cannot be removed, replace the system. Instructions for use: installation [6] make sure that the system is installed correctly: ¿ the system hangs near the foot end of the bed, in a vertical position and is located below the level of the patient¿s bladder. ¿ the tube does not kink or has any loops. ¿ the catheter connector should lay flat. Based on the available information, this event is deemed a product malfunction. Additional details have been requested but not provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).

Event description:
Complaint received reporting "urine will not go from the tube into the chamber" of the device and "patient experienced a high level of residual urine in the bladder." Staff reported that the device had been placed horizontally on the bed at the same level as the patient's bladder. However, when the device was placed upright and below the patient's bladder the urine did not flow. No patient harm was reported - device was replaced and urine flow resumed.